Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a33 alarm due to completely broken reservoir tube lip. Device had loose/flushed drive support disk, missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via that the insulin pump alarmed for compromised force sensor system error alarm during priming. The customer¿s blood glucose level was 150 mg/dl. Customer reported that they were unsure about the damage to drive support cap or not. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.